Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of " infection (unknown onset)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "swelled up to the size of a football, infection and an exchange of textured devices due to patients concern with product."

Event description:
Patient reported right side "swelled up to the size of a football, infection," and an "exchange of textured devices due to patients concern with product." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side "swelled up to the size of a football, infection," and an "exchange of textured devices due to patients concern with product." Device has been explanted.